Event description:
It was reported that the pump charging port was damaged and it was difficult to plug in the usb cable. Pump could not be charged properly without the customer wiggling the cable into the charging port in order to complete a successful charge. There was no reported impact to the customer's blood glucose level. Although requested, the customer declined to provide further information or participate in troubleshooting.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported damage to the usb port. Although requested, the customer declined to provide further information or participate in troubleshooting.